Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The plastic-coated (silicone) jaws at the distal tip of the harvesting tool were wiped off using a raytec sponge due to build up of coagulated tissue. The assistant later noticed that part of the tip was missing during the evh. The room staff were immediately notified of the issue and were eventually able to locate the dislodged tip on the or floor. A replacement device was used to complete the procedure. No patient effects.

Manufacturer narrative:
B5 correction: summary has been corrected. Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 06/30/2021. An investigation was conducted on 07/07/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Tissue was observed on the tip of the hot jaw. The heater wire was observed to be slightly flexed at the center of the hot jaw due to normal clinical use. The clear silicone insulation on the cold jaw was observed to be peeled away from approximately the center to the tip, exposing the metal cold jaw. The peeled silicone insulation was not returned for evaluation. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The plastic-coated jaws at the distal tip of the harvesting tool were wiped off using a raytec sponge due to build up of coagulated tissue. The assistant later noticed that part of the tip was missing during the evh. The room staff were immediately notified of the issue and were eventually able to locate the dislodged tip on the or floor.